Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: a visual inspection was conducted and the sheath and the cannula were observed damaged, the sheath was crimped and the cannula was bent, both were stuck to each other. The introducer was replaced to execute the functional testing. Functional testing cannot be conducted due to the damage to the device. Hence, the complaint can be confirmed. This observation will be monitored and trended.

Event description:
It was reported that on september 7th an eviva procedure was performed and as they were finishing the procedure the tech went to remove the biopsy needle from the patient, and it was completely stuck in the patient's breast. After about 15 minutes of trying to pull the needle out the breast surgeon was finally able to remove it from the patient's tissue. When needle was removed the tip of the needle was completely bent which is why it was getting stuck in the patients breast tissue. No additional information available.